Event description:
Adverse event(s): "none reported" (no consequences or impact to pt). Product problem(s): "blue lint and fibers in packs" (foreign material present in device). A customer reports seeing blue lint and fibers in several packs. Add'l info has been requested.

Manufacturer narrative:
Sample has been received, however, the eval has not been completed. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when add'l reportable info becomes available. (B)(4).